Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/09/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform (s/n (b)(b4)) would not retract the lifeband and start compressions. The lifeband was replaced to no success. No patient sequelae was reported. No additional information is available.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found the battery lock and front enclosure were damaged. The autopulse is a reusable device and was manufactured on tbd. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of the lifeband would not retract. A review of the platform was performed and user advisories (ua) 16 (timeout moving to take-up position) message was observed on (B)(6) 2016 and not the reported event date of (B)(6) 2016. Additionally, the archive also showed that (B)(6) 2016 was the last date that the platform was powered-up. During functional testing, "ua16" was observed upon power up. Further investigation found the brake gap had seized cause the reported ua 16. The brake gap was freed and cleaned to remedy the problem. The platform was run for 30 minutes with test manikin with no faults observed. In summary, the customer's reported complaint of lifeband not retracting was confirmed during functional testing. The root cause was due to the brake gap seizing up. Freeing and cleaning the brake remedied the reported complaint. The platform passed all final testing criteria.